Event description:
Device complications: no malfunction indentified, time of complication: post-procedure, at 1 month follow-up. Symptoms: seizure, speech difficulties, right facial weakness, weakness in right upper extremities, headaches. At the 1-month follow-up post-procedure, the patient experienced complex partial seizures. The patient did not have any complications during his carotid artery stenting. The patient was admitted to the hospital on 02-26-2006 for 5 days. He presented with transient episode of speech difficulties, right facial weakness as well as weakness in the right upper extremities. The symptoms lasted approximately two to three hours. He was told that it was most likely a transient ischemic attack. However, he was put on keppra and carbamazepine, but denies any seizures. He underwent workup during the admission and was told that he continued to have significant stenosis of the left internal carotid artery and critical stenosis lof the right internal carotid artery. The patient denied any recurrence of stroke like symptoms, and his main complaint was headaches, which he stated began shortly after the stent placement.